Event description:
Follow up information received, identified surgical intervention was taken. And a new percutaneous lead was added to the left of the currently implanted surgical lead. Effective stimulation therapy was achieved in postoperative programming. And the patient now is receiving coverage on both sides.

Manufacturer narrative:
Based on the information provided, a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported when attempting to set the patient's scs system to MRI mode the patient controller (pc) displayed the message: MRI is not advised/there may be a problem with the implanted lead(s). Troubleshooting performed was unable to resolve the issue, and stimulation coverage for the patient's left side was not possible. The dr pulled up a recent chest x-ray which showed the position of the patient's penta lead had moved over to the right side. Surgical intervention would be necessary to address the issue.